Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electro surgical unit (iesu) was getting c-34 errors. Customer stated that they tried replacing instrument, instrument cord, swapped ports, power cycled iesu. Technical support engineer (tse) had customer hard cycle iesu, but the issue remained. Tse walked the customer through setting up a third-party iesu. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) replaced erbe generator due to repeating error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The unit was analyzed and found the reported failure (error c-33 on start) was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on failure analysis.